Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient accidentally used an expired flexicap; further described as the patient opened the box to use one flexicap without verifying the expiration date. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was advised not to use any further expired caps and to discard the remaining product. There was no patient injury or medical intervention associated with this event. No additional information is available.